Manufacturer narrative:
The customer declined the option to have their glidescope spectrum single-use lopro s3 returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. While the glidescope spectrum single-use lopro s3 was being used during the et tube placement at the time of the reported patient injury, there was no alleged device malfunction. The glidescope spectrum single-use lopro s3 utilizes dynamic light control technology to optimize image brightness and clarity throughout the intubation process, however verathon does not recommend users to continue advancing the et tube further into the patient's airway if experiencing a momentary glare or "white-out" view when the et tube passes by the camera. Advancing an et tube with no view has potential to cause patient injury which the customer reported occurring during this patient procedure event. Verathon's glidescope video laryngoscopes operations & maintenance manual (omm) provides a notice to all users, which states: "[glidescope systems] should be used only by individuals who have been trained and authorized by a physician or used by healthcare providers who have been trained and authorized by the institution providing patient care." "Verathon recommends that all users read this manual before using these components. Failure to do so may result in injury to the patient, may compromise the performance of the system, and may void the system warranty. Verathon recommends that new glidescope users: obtain instruction from a qualified individual, practice using the system on a mannequin before clinical use and acquire clinical experience on patients without airway abnormalities." Verathon has attempted to follow-up with the customer for additional information regarding the patient's condition and if any medical intervention was required but to date, no information has been received. If any new information becomes available regarding the patient's status or the reported device investigation, a supplemental/follow-up report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum single-use lopro s3, the light of the glidescope hit the et tube and produced a glare causing them to lose the view. It was reported that as they continued to advance the et tube further into the patient's airway with no view, they caused a mucosal injury in the patient's oral pharynx from the et tube. The current status of the patient remains unknown.